Event description:
During a follow-up in clinic, the patient presented themselves with presyncope and bradycardia. The device was unable to be interrogated. Diagnostic imaging was performed and the right ventricular (rv) lead was noted to be dislodged. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The lead was returned for dislodgement. As received, a partial lead was returned in two pieces with the helix retracted and clogged with blood/tissue. The inner coil at the connector region was found overtorqued and all filars were broken consistent with procedural damage. After cleaning, the helix could be extended and retracted by applying torque to the inner coil. The full helix extension length was measured to be within specification.